Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up will be submitted

Event description:
This is a report by a consumer from (B)(6) of peritonitis, abscess on buttocks, "nick bowel" and patient had fatal blood clot which went to his heart in an approximately (B)(6) patient, coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began dianeal pd4 ambuflex (1.5%, 2.5, and 4.25% glucose) and extraneal viaflex therapies (doses, frequencies and lot numbers were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). It was reported that dianeal and extraneal therapies were ongoing until the time of death. During a follow up call with the caregiver (cg) by baxter product surveillance regarding an unrelated issue, the cg reported the patient died 2 years ago and reported the following information. On an unreported date, the patient was hospitalized for peritonitis and abscess on his buttocks (due to his immobility). The cause of the peritonitis was not reported. The wife stated that while in surgery, the patient's bowel was perforated described as "nick bowel" and the patient was subsequently transferred to the intensive care unit (ICU). A breathing tube was placed and once the breathing tube was removed, the patient experienced a clot which went to the heart. On (B)(6) 2010, the patient's wife stated that the patient died. Per the wife, the cause of death was fatal blood clot which went to his heart. It was not reported if an autopsy was performed. Concomitant therapy was not reported. Per the reporter, the cause of the nick to the bowel was not reported. Per the reporter, the cause of the fatal blood clot which went to his heart, the abcess on the buttocks, and the peritonitis was not related to a baxter device or solution. No further information is available.